Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device(s) is/are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that a rod was found broken postoperatively after a patient heard a crack and felt severe back pain. The patient is reported to be in agony and severe pain that might lead to a revision. There was no further information provided.

Manufacturer narrative:
The available information is extremely limited, the information provided does not allow us to determine which probable codes are associated with the implanted devices. For this reason, brand name, type of the device: common device name and PMA/510(k) number cannot be determined. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a rod was found broken postoperatively after a patient heard a crack and felt severe back pain. The patient is reported to be in agony and severe pain that might lead to a revision. There was no information provided.